Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number was unknown; therefore, the manufacturing site name was unknown. UDI: (B)(4). The lot number was unknown.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction with meniscal repair surgery on (B)(6) 2021, it was observed that the implant needled on the truespan 12 degree peek device broke in the joint upon deployment. The broken needle was retrieved after a lot of effort. Another like device was used to complete the procedure with 30-45 minutes of delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the observation revealed that the needle was break off from the shaft. The break point is deformed. The implants and the needle broken were not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 8l25716, and no nonconformances were identified. Based on the visual inspection, this complaint can be confirmed. The possible root cause for the needle damage can be attributed when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation which can caused to breaking. The deformation could have caused blocking insertion of the implants, and when this occurred may have felt resistance and caused a suck issue. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the lot number, expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).